Event description:
Complainant in japan reported the patient was on impella cp smart assist support and during support, the patient had systemic bleeding. The patient's chest was reopened and hemostasis was achieved. The cause of the bleeding was not from the impella, however the doctor stated that the impella exacerbated the bleeding. The patient had a replacement pump and expired on support of the replacement pump.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. As per the clinical information provided, the bleeding was occurring prior to the impella insertion. After pump insertion, the bleeding was possibly exacerbated and hemostasis was achieved by reopening the chest. No other information regarding the vascular damage was provided. Therefore, the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and the relation to impella is unknown. B.2 revised as required intervention was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25769. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25769 and a new code was added. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-25769 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.